Event description:
It was reported that a physician was experiencing problems with his handheld computer used for programming vns. After interrogating vns, it would take two minutes or longer for the information to appear. Sometimes, the screen would just freeze at the interrogation complete screen. Good faith attempts to obtain additional information were unsuccessful.